Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger product ID 3550-39, product type accessory product ID 3550-39, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there were high impedances of greater than 20,000 ohms. It was reported that there was a surgical intervention. The lead and the implantable neurostimulator (ins) were replaced. It was noted that there were ex-rays taken and re-programming was attempted. The explant date was (B)(6) 2013. The patient was reported to be alive with no injury.

Manufacturer narrative:
Analysis of the device, model # 37712, sn (B)(4), found no anomaly. Analysis of the lead, model #39565-65, sn (B)(4), found the medial segment of the lead to be broken (all wires broken) at the titan anchor site. Also, one wire was broken on each leg (#3 and #11) within 10cm of the connector area. It was further noted that on the 0-7 lead, of the distal segment, there was an outer insulation breach, no shorts. Analysis of the anchors found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.